Manufacturer narrative:
H10: b4: (B)(6) 2021. E1: dr. (B)(6). (B)(6). Germany. (B)(6). G3: (B)(6) 2021. G6: follow-up #1. H2: correction, additional information.

Manufacturer narrative:
A1: (B)(6), b4: 08/09/2021, g3: 08/09/2021, g6: follow-up #2, h2: correction, additional information. H10: the risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. No device was returned, thus, no device examination could be performed. The cause of the event was unclear, as there was no direct evidence of a device malfunction. Given the lack of information made available to spinal kinetics for this event, this conservative approach resulted in classification as an incident and subsequent reporting. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Manufacturer narrative:
Additional information and the return of the device has been requested. Without a device, serial number or lot number, the device history records review could not be completed. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Event description:
It was reported that an m6-c was removed. No malfunction or deterioration was reported.